Event description:
On (B)(6), 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio reflect meter displayed an ¿error 2¿ (with sub-error code 1) message during testing. The complaint was classified based on the customer care agent (cca) documentation, and on additional information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that on the evening of (B)(6), 2023, she had symptoms of a low blood glucose level and attempted to test her blood glucose with the subject meter but was unable to obtain a reading due to the error message appearing. The patient stated she took action by eating sugar and the following morning around 2:00 am, received a blood glucose measured value of ¿over 600 mg/dl¿ with the subject meter . The patient manages her diabetes with lantus (22 units in the morning) and novolog insulin (1 unit per 100 mg/dl blood glucose and 1 unit per 50 g of carbohydrate). The patient reported that her mother provided her with extra novolog insulin as treatment (5 units at 2:00 am and 4 more units at 3:30 am). No other device was used for testing. At the time of troubleshooting, the cca determined the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose due to the reported issue.